Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient developed endocarditis and the pacemaker system was removed. The patient had a history of cardiac valve surgery but it was not specified what caused the endocarditis. The patient was reported to be doing well post procedure.